Event description:
It was reported that while the stimulation was turned on, the pt experienced a "fading sensation," following the device implant. The pt was able to run the device at 7.5, prior to this issue. Upon experiencing this event, the pt had to turn the device up to 8.5 or 10.5. The impedance measurements were normal. The pt also reported a shocking or jolting sensation where the lead entered into the pt's back. The device was reprogrammed to address the pt's stimulation needs. The pt felt no stimulation near the top of lead. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)